Event description:
It was reported by an allied healthcare professional that the ins or charging process had not been functioning correctly for two weeks. The ins was not charging above 40%, and the patient exhibited lethargy and had aspiration. The caller indicated that the therapy was off. Before the call, the ins was charged up to 70%, with the recharger still connected at the time of the call. The caller inquired about assistance in charging the implantable neurostimulator (ins). The agent reviewed the charging information with the caller, who will continue charging the ins and turn the therapy on.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.